Event description:
It was reported that the patient had an infection with the second implantable neurostimulator (ins). It was stated that the patient was still healing from the implant. The implant site got infected and was still draining. The patient experienced pain and tenderness at both incision sites. It was noted that there was a small hole visible at the ins site.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hqjr, implanted: (B)(6) 2011, product type: lead. (B)(4).